Event description:
The advocate reported that the customer's last blood glucose reading was not stored in the memory of the contour next ez meter. No adverse event alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.